Event description:
It was reported that multiple cartridges were damaged at the cartridge tubing. Customer¿s blood glucose level was above 485 mg/dl with ketones. Reportedly, the customer went to the emergency room (ER) where bg was treated intravenously with saline and insulin. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. Customer loaded a new cartridge to address the issue.